Event description:
It was reported by the customer's spouse, that the customer had blood glucose levels of 419mg/dl. It was also mentioned that the sensor was stuck in the sensor. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used enlite sensor and performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm sensor in said condition, due to customer returned opened and used.